Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead lumen. The lead was unable to be used as the physician could not get another guidewire to pass through the lumen. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was broken. T he stylet/guidewire was damaged. T he guidewire was unraveled. V isual summary analysis of the lead indicated damage at implant. The analyst noted that t he guidewire was returned with the lead and its tip was damaged. Guidewire insertion test was performed using guidewire sample in the lab, the test failed. Destructive analysis was performed and found there was part of another guidewire stuck in lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.